Event description:
The article, "complications after percutaneous device closure of atrial septal defects in children: prevalence, outcomes and associated factors", was reviewed. This research article is a retrospective single-center experience to evaluate the prevalence, outcomes and associated factors associated with complications for children who underwent transcatheter atrial septal defect (asd) device closure. The devices included in the study were amplatzer septal occluder, gore helex septal occluder, cardioseal, clamshell, amplatzer pfo occluder, biostar, amplatzer cribiform occluder, and rashkind. The article concluded that transcatheter closure of secundum asds is a safe procedure in pediatric patients, including those with concomitant chd or multiple defects. Complications can arise beyond the initial procedure admission, emphasizing the importance of sustained follow-up beyond the immediate procedure period. [The primary and corresponding author was michael gritti, labatt family heart centre, hospital for sick children, toronto, ontario, canada, with corresponding e-mail: michael.gritti@sickkids.ca.] This study included patients undergoing transcatheter asd closure from 01 august 1989 to 30 november 2016. A total of 971 patients were included in the study, of which 83.4% (810) received an abbott device. The average age was 8.2 years. The majority gender was female. Comorbidities included congenital heart defects.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including congenital heart defects. Complications reported included patient device incompatibility (tissue erosion), pericardial effusion, heart block, arrhythmia, unexpected medical intervention (blood transfusion, device snared), surgical intervention (device explant); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: complications after percutaneous device closure of atrial septal defects in children: prevalence, outcomes and associated factors b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.